Manufacturer narrative:
This report is for the savvy balloon that burst and separated in the patient. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During a procedure to the superficial femoral artery the savvy balloons burst on six different occasions. The target lesion was located in the superficial femoral artery. The lesion was a cto lesion and very calcified. The physician tried to cross the lesion with a frontrunner xp catheter with no success. The aortic bifurcation was fairly acute. Physician encountered trouble inflating the last balloon. The balloon tip burst and when the physician attempted to withdraw, it got stuck and some of the balloon remained in the superficial femoral artery. The patient was taken to surgery, but the balloon piece could not be removed. Patient was in stable condition and was later discharged. There was no difficulty removing the devices from the sterile packaging. No kinks or other damages were noted prior to inserting the products into the patient. The devices were all prepped normally. The indeflator used for the procedure was successfully used with other devices. There was no resistance/friction while inserting the balloons through the guide catheter.

Manufacturer narrative:
During treatment of a very calcified chronic total occlusion (cto) of the superficial femoral artery six balloons burst at below rated burst, a 3x10, 2x10, 2x2, 4x10 savvy and a 5x229mm savvy long. An attempt was made to cross the lesion with a frontrunner xp catheter without success. There was difficulty inflating the last balloon, a 4x10 105cm savvy. Eventually the tip burst and it got stuck when attempting to withdraw the device and some of the balloon remained in the superficial femoral artery. Additional information reported that the tip of the balloon catheter and distal piece of the balloon remained in the patient; they broke off during attempted removal. The patient eventually had to go to the or for an open procedure to remove the remaining remnants of the balloon. The patient was in stable condition and was later discharged. There was no difficulty removing the devices from the sterile packaging. No kinks or other damages were noted prior to inserting the products into the patient. The devices were all prepped normally. The indeflator used for the procedure was successfully used with other devices. There was no resistance/friction while inserting the balloons through the guide catheter. The aortic bifurcation was fairly acute. None of the involved devices have been received for analysis. (B)(4): device history record review was conducted and the product met quality requirements for product acceptance. One non sterile unit pta savvy 4.0 mm x 10 cm, 150 cm was received inside a plastic bag. The received unit was not complete, it was separated in three parts, multiple kinks were noted in the outer body and the received inner body was incomplete. Balloon and tip were not received with the unit. Dry blood residues were noted in all received parts. Functional test was not performed due to the received unit being in three separated parts. Pictures taken from the vision system indicate that the three separated parts of the received device appear to have been cut with an unknown sharp object. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The confirmation of the reported events and root cause determination were not possible due to the returned condition of the device. It is possible that lesion and vessel characteristics may have contributed to the events; however, with review of the available information and analysis findings of the returned device, no conclusion can be made. There is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.